Event description:
A patient service representative (psr) contacted zoll customer support while assisting a (B)(6) year old male patient to report red "xs" over the image of the electrodes on the display monitor. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn: (B)(4) has been completed. The reported problem (red x's) was confirmed. As received, the belt failed incoming testing. Upon evaluation, there was corrosion on the components inside ECG electrode c. The cause of the red x's is corrosion on components v1, r7, r11, r10, r9, v2, and u1. The root cause of the corrosion is likely liquid ingress of an unknown contaminant. No adverse event resulted from the open wire. The patient was issued a replacement electrode belt.